Event description:
Customer reported the device was constantly dropping from the network. There was no adverse event reported.

Manufacturer narrative:
The device was returned for inspection. The device was able to download a mwl and transmit a record and was able to take the connected wam 10ft away from the device and it stay connected. Technician then took the device across the room and it stayed connected and was also able to transmit a test record. The device was put into a simulation mode, no issues were found with the device connection. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Although there was no problem found with the device during inspection and a root cause could not be determined, if the eli380 were to drop connection during urgent monitoring, it could lead to serious injury or death. Baxter is cautiously reporting this complaint.